Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a sensor failure during warm up occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient didn't have a blood glucose (bg) meter and was not able to test his bg levels via fingerstick and had no way of monitoring his bg levels without a working dexcom sensor, so he went to the hosptial. The patient was wearing a tandem insulin pump. The patient was diagnosed with diabetic ketoacidosis (dka). The patient¿s bg at the hospital was 1049 mgdl via blood work. The patient was admitted to the intensive care unit (ICU) and treated with insulin and various other unspecified medications. The patient was currently in the ICU at the time of report (patient had already been in the hospital for one day at this point). Attempts to reach the reporter for an update and to clarify event details were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.